Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hysterectomy, prolapse repair and sling procedure on (B)(6) 2017 and the mesh was implanted for stress urinary incontinence. It was reported that two days later tape issues tried to be corrected. The patient underwent a further surgery but mesh was not removed. The patient is experiencing ongoing chronic pelvic pain and complications. No further information is available.